Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tbm states the provider states the enduser alleges the bolt broke thru that holds the fork on to the frame of the rollator.